Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device had an error code 41622. The product fault occurred during testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed. The root cause was due to screws getting jammed between the camshaft and motor. Motor mechanism was also stiff and difficult to rotate. Additionally, the air detector was dented. The motor and air detector have been replaced.